Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: incorrect control range assignment.

Event description:
Customer complains of low control results.customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dl-120mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened for 2 weeks. Reviewed meter memory: (B)(6). Customer is concern with the two control solution test that was perform and they are out of range 83mg/dl and 79mg/dl. Customer calling us back states that he received the control solution and needed assistance running the blood test. Customer wants to make sure the meter is giving accurate results. Ran the control solution test level 2 and the results were out of range twice ( 83/79mg/dl). Customer performed a level 2 control test, 5ac2b43. Verified the control solution expires 12/31/2016, was first opened 3/8/2016 that the control solution is properly stored. The expected range for a level 2 control test is 92-124mg/dl, the result obtained was 79mg/dl.check meter memory and customer is unable to see the time and date correctly.